Event description:
It was reported that the device was explanted because it could not hold the right ventricular lead in the connector. No patient complications were reported as a result of this event.